Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter zip: (B)(6). Device manufacture date: unknown. Investigation summary: one photo but no physical sample was received by our quality team for evaluation. Upon visual inspection, it was observed that there was separation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Root cause analysis: however, the root cause of this incident could not be determined due to no sample being returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported the IV tubing came apart at proximal connection.